Event description:
The patient (B)(6) received an scs system including a surgical lead on (B)(6) 2011. It was reported that the patient experiences an itching sensation in the parathesia area. The alleged discomfort occurs when utilizing the ipg at the highest setting for one of the patient's programs and commences within moments of the program's activation. In an effort to resolve this matter, the patient underwent reprogramming. Results of the intervention method are pending as the patient has a follow-up appointment in the coming weeks.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.